Event description:
The customer observed hemolysis in the forward grouping of the mts a/b/d monoclonal and reverse grouping card lot# 010709037-25 with 10 pts on the ortho provue analyzer. The customer also noticed that the volume in the microtubes appeared small. The customer indicated that the sample tubes appeared acceptable. The customer tested all the samples in tube method and obtained acceptable results with no hemolysis. No erroneous results were reported.

Manufacturer narrative:
No definitive root cause was determined regarding how the hemolysis occurred. An ocd field engineer arrived at the customer site and found an obstruction inside the probe. The fe replaced the probe, wash station, silicon tubing and syringe to return the analyzer to expected operation. Wad diagnostics test and all tests passed successfully. Qc was performed to verify operations. The cd log files were submitted to ocd second level support for investigation. The tiff images were in black and white. Therefore, it was not possible to definitively conclude hemolysis. However, the images showed a darkening in the well above the gel on the forward grouping of each card. The reverse grouping did not show the same darkening in the wells. Wadiana logs did not accompany the images. Therefore, no other data can be reviewed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B)(4).